Manufacturer narrative:
Product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 3778-45, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension (B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation. It was noted that for the 2 years prior to the report, he was getting a shock or jolt when he turned on the implantable neurostimulator (ins). It was noted that the patient had fallen a few times and the last time was the last winter. It was noted that the patient ¿fell over backwards.¿ it was noted that the patient ¿did a flip and a fall and it really hurt and the ins got worse and he had been getting a severe jolt since that fall.¿ it was further noted that the patient would recharge the ins battery fully and it was depleting quicker than usual. It was noted that the patient had a half battery a day or so after recharging.